Event description:
It was reported that the patient underwent surgical intervention to explant the artificial urinary sphincter (aus) due to erosion near the cuff. Upon explant, the tubing was broken by the physician and a barrel connector was left in the patient. There were no additional patient complications reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that this artificial urinary sphincter (aus) was explanted due to erosion near the cuff. Upon explant, it was noted that the tubing was broken. The physician elected to leave the barrel connector implanted. There were no additional patient complications reported.